Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a revision procedure approximately 2.5 weeks post-implant due to noise. Lead damage along the body and at the terminal end was also reported. The lead was explanted and replaced. There were no reported instances of oversensing or pacing inhibition as a result of the noise. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Deformed conductor coils 116 and 126mm from the terminal pin as well as slight bends 190 and 255mm from the terminal pin were noted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.